Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and loss of sensing. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of loss of capture and sensing were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-24486. It was reported during unrelated procedure that the right ventricular lead dislodged. This dislodgement resulted in loss of capture and sensing. During revision, insulation damage was noted on the atrial lead. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.